Event description:
Customer reported that m3812b telestation may have contributed to a serious injury event. Pt became startled at 5:30 am by the philips telestation (m3812b) flashing and beeping. Pt jumped up, then fell and bumped her head.

Manufacturer narrative:
Investigation in process.